Event description:
While positioning a patient in the or for a craniotomy, the physician used the head of the or table to turn the or bed. The head of the or table came off the bed and the physician held the patient's head to prevent injury. As the physician held the head of the patient, a nurse secured the horseshoe head holder to the or table to support the patient's head. Although numerous staff training sessions have been conducted, the design of the table head attachments is a problem.